Event description:
During the procedure, two (2) cook instinct endoscopic hemoclips were used on a gi bleed. The drive wire disconnected from the handles on both devices. An additional clip made by another manufacturer was used to finish the originally intended procedure. See mdrs 1037905-2013-00749 and 1037905-2013-00750. A section of the deployment device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional device info: the lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the three following lot numbers: w3257179; mfg. Date: 03/05/2013 - exp. Date: 03/05/2016. W3264339; mfg. Date: 03/19/2013 - exp. Date: 03/19/2016. W3265793; mfg. Date: 03/20/2013 - exp. Date: 03/20/2016. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was returned without the clip, therefore a functional test could not be performed. The drive wire had a bow at the proximal end indicating adequate securing component assembly. The drive wire was removed from the device, visually examined and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for the three potential lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflex position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the potential lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.